Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a syringe plunges disconnected from the syringe after connecting to the y-site of a clearlink continu-flo solution set. The reporter stated that the backflow would pop off the syringe plunger if a clinician was not maintaining constant pressure. There was no patient injury or medical intervention associated with this event. No additional information is available.